Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due patient's pocket infection. Surgical intervention and intravenous antibiotics were needed to resolve the issue. No additional adverse patient effects were reported.